Event description:
It was reported that during a da vinci hysterectomy procedure, an exposed cable was identified on a mega suturecut needle driver instrument. Nothing fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found broken grip cable at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. Other cables at the wrist were not damaged. Failure analysis also observed that there were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the indentations were likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.